Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1110812) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the aci sales professional that a male patient underwent an interventional peripheral procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 5f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. An unknown number of units of heparin was on board peri-procedure. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. Hemostasis was successfully achieved with the mynx. It was reported the following morning, the patient got up to go to the bathroom when he heard a "pop" and the access site began to bleed. Manual compression was held over the access site. The physician also performed an ultrasound which confirmed a pseudoaneurysm (psa). The physician injected the psa with thrombin and kept the patient another night for observation. The following day, the patient was ambulated and discharged without report of clinical sequela. No further information was provided.